Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient had her stimulation adjusted by the health care provider (hcp) and when she returned home, she had a seizure at 1:30am; the patient went to the hospital. While at the hospital, the patient was left unattended on the toilet for an hour and then stood up and fell; the patient was unattended on the floor for another hour. It was noted that the patient was unsure if the fall was caused by the device/therapy or due to her sitting for so long. It was stated that the fall was related to the reported issues, however. The patient also experienced a gradual return and worsening of her parkinson's symptoms that included tremors and dyskinesia; the worsening parkinson's symptoms began occurring on (B)(6) 2016. It was also reported that the patient was having problems swallowing and she drools at times due to her not realizing she has fluid in her throat. Coughing was also reported to have been occurring while the patient eats. The patient also noted that her son says she has a strange look on her face sometimes. It was stated that the issues began occurring in (B)(6) 2016. The patient was also receiving an MRI for her spine, but it was noted to be unrelated to the device/ therapy. Follow-up with the patient indicated that the stops taken to attempt to resolve the reported return of symptoms, worsening parkinson's symptoms, the fall, and seizure included p.t.; the issues have not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.